Manufacturer narrative:
Reported event: an event regarding disassociation, wear and crack/fracture involving an unknown triathlon patella was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2012 the patient underwent a computer-assisted right total knee replacement surgery in which a uncemented triathlon knee system was implanted. It is further alleged that the patient required a revision surgery on or about (B)(6) 2017. Allegedly during the procedure, significant metallosis was noted and the patellar polyethylene was not only confirmed to be dissociated from its metal backing but found to be fractured into two large pieces.

Manufacturer narrative:
Reported event: an event regarding disassociation, wear and crack/fracture involving a triathlon patella was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2012 the patient underwent a computer-assisted right total knee replacement surgery in which a uncemented triathlon knee system was implanted. It is further alleged that the patient required a revision surgery on or about (B)(6) 2017. Allegedly during the procedure, significant metallosis was noted and the patellar polyethylene was not only confirmed to be dissociated from its metal backing but found to be fractured into two large pieces.